Manufacturer narrative:
There is no indication service was dispatched for this event. A definitive cause of the event is unknown.

Event description:
The customer reported an erroneously elevated troponin I (access accutni) result, above the acute myocardial infarction (ami) limit, for one patient, involving the unicel dxc 600i synchron access clinical system. An initial value of approximately 11-12 ng/ml was obtained. Subsequent analysis of the patient sample, on an alternate methodology, produced a negative result. The erroneous result was released out of the laboratory, and the patient was transferred to an alternate facility. There has been no report of current patient outcome.